Event description:
Suspected unity revision of the tibia, tibia insert, femur and locking bolt due to loosening.

Manufacturer narrative:
(B)(4). Final report additional information including the date and hospital of the primary surgery, the device detail of corin explanted devices, if the devices were available for return, primary and revision operative notes, post primary and pre revision x-rays, an update on the patient posrt revision, age, weight and activity level of the patient, if the patient follow correct post op protocol post primary surgery, has been requested in order to progress with the investigation of this event. However no additional information was provided. Based on the available information, no further investigation can be conducted and the root cause of the reported loosening could not be determined. Therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Suspected unity revision of the tibia, tibia insert, femur and locking bolt due to loosening.

Manufacturer narrative:
(B)(4) initial report: additional information including the date and hospital of the primary surgery, the device detail of corin explanted devices, if the devices were available for return, primary and revision operative notes, post primary and pre revision x-rays, an update on the patient posrt revision, age, weight and activity level of the patient, if the patient follow correct post op protocol post primary surgery, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.